Event description:
It was reported that, an oxygen sensor was replaced due to readings were out of specifications on 840 ventilator. The ventilator was not in use on a patient at the time the malfunction occurred. The covidien service engineer (se) verified the malfunction and replaced the oxygen sensor. The unit passed all testing and operates within the manufacturing specifications.